Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited low impedance and an increase in capture thresholds. During routine device change out procedure the physician observed an insulation anomaly near the terminal pin. The lead was capped and replaced. The patient was doing well and would continue to be monitored.